Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 259 mg/dl (compact plus meter 1) and 100s- to 130s- range mg/dl (compact plus meter 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been used and discarded. Replacement was sent.

Manufacturer narrative:
This medwatch report is for compact plus system 2. (B)(4). Will not be returned to manufacturer.